Manufacturer narrative:
The returned head, neck and stem parts were examined. The parts were received with the head and neck assembled. The laser lines on the head and the neck were misaligned by 30.4 degrees, indicating that the morse taper had slipped. The locking interface region on the neck and the stem appeared untouched (no signs of proper locking). The neck/stem engagement was never completed, most likely due to the slipping between the head and the neck during the attempt to lock them into place on the stem.

Event description:
The partially disassociated head/neck assembly was explanted and replaced with new implants.

Manufacturer narrative:
Additional MDR's associated with this event: MDR 3025141-2016-00120: neck and MDR 3025141-2016-00121: stem.

Event description:
An arh slide-loc radial head was implanted. The head/neck assembly portion of the implant became partially disassociated from the stem portion post operatively.